Event description:
It was reported that the lead was attempted to be implanted, but that during the implant procedure the lead would "fall" due to the patient's anatomy. The lead was removed and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary for (B)(4): the full lead was returned and analyzed and no anomalies were found. There was blood in/on the helix mechanism.